Event description:
All noted in collect line during draw phase, approximately 5-10 inch gaps noted. Cleared air, in collect line, therakos contacted. Martin bromley from therakos believed kit is defective and air in line is contaminated. Recommended not to return to patient due to air. Procedure aborted, new kit installed. Cbc ordered by physician due to patient blood loss of 287ml.